Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected with information that was inadvertently omitted from the initial report. Additionally, the initial reporter is not a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken device was attributed to excessive force. The overload protected was properly actuated as a result of severe overload and incorrect handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As part of the investigation, olympus followed up with the customer to obtain additional information regarding the details of the event but no information was provided or obtained. The subject device was returned to olympus for evaluation and the customer¿s reported problem was confirmed. The overload protection or pull rod component at the proximal (handle side) end of the device was found broken. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported, ¿at the end of the surgical laparoscopic procedure when the hiq+ bipolar grasping forceps were removed from the abdominal cavity, the base of the forceps was found broken.¿ there was no effect on the procedure because the part where the forceps were used had already been completed. No death, injury or impact to patient was reported. The device is sterilized via autoclave after primary cleaning.